Event description:
It was reported that the customer's blood glucose level was 58 mg/dl while his/her sensor's glucose reading was 146 mg/dl. The customer was calling after a hypoglycemic event. The customer was advised to turn off the sensor feature, treat his/her blood glucose level, wait two hours, and then attempt to reconnect and calibrate his/her sensor. The customer called back later with a blood glucose level of 167 mg/dl and a sensor glucose level of 261 mg/dl. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.